Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-feb-2030, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 19-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep). They reported that this was patient's 3rd lead revision within the last year. Rep reported that the patient was not getting the lower back pain relief he needed. Rep reported that the patient had no fall, trauma, excessive activities, and no heavy lifting. Rep reported that with this last lead, patient did not get his pain relief he needed, the lead impedance went in smoothly, nothing unusual and both leads were anchor down. Rep reported that they were interrogating patient's device and 14 out of 16 electrodes were avoid impedance. Electrode impedance: reference 0: electrode 1 shows 4460 ohms reference 1: electrode 0: 17590 ohms and the rest >17k ohms reference 2: same impedance ready. Avoid. Suggested xray.